Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The investigation reviewed the data set provided by the customer: the qc results were within the specified ranges. The alarm trace did not indicate any issues. The field service engineer inspected the analyzer and performed maintenance. He recalibrated and reran qcs successfully. He verified that the analyzer was performing according to specifications. The investigation determined that the event occurred because the customer did not follow the assay's calibration frequency instructions. Product labeling states: "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot. After 7 days (when using the same reagent kit on the analyzer). As required: e.g. Quality control findings outside the defined limits." The elecsys hbsag ii assay is performing according to specifications.

Event description:
The initial reporter received a questionable elecsys hbsag ii assay result for one patient's sample tested on the cobas 6000 e601 module. The initial result was 3.05 coi (reactive). The first repeat result from a cobas e 801 using a heparinized plasma sample was 0.393 coi (non-reactive). The second repeat result from the analyzer using an ethylenediaminetetraacetic acid (edta) plasma sample was 0.883 coi (non-reactive). The third repeat result from the analyzer using the heparinized plasma sample after recalibration was 0.706 coi (non-reactive).